Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, and/or device positioning. In this case, it is possible that anatomical conditions (which was reported as heavily calcified), contributed to the reported inaccurate delivery; however, a conclusive cause for the inaccurate delivery could not be determined. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. Review of the lot history record revealed that there are no associated nonconforming material records for this lot, indicating all lot release testing met specification. There is no indication of a product quality deficiency.

Event description:
It was reported that the rx accunet embolic protection device failed to cross the target lesion in the heavily calcified left internal carotid artery. It was removed and replaced with a non-abbott embolic protection device (epd). Upon deployment, the rx acculink stent moved back several millimeters upon deployment and did not cover the distal edge of the lesion. The placement was considered satisfactory by the physician. During the removal of the non-abbott epd, the proximal edge of the rx acculink stent was damaged resulting in bent struts. A second non-abbott stent was deployed overlapping the proximal edge of the damaged acculink, crushing the damaged struts against the vessel wall. There were no adverse patient effects or sequela. There was no additional information was provided.